Event description:
The catheter broke apart completely at the hub. It was placed 12/5/97 and removed on 12/7/97. It was placed for IV access.

Manufacturer narrative:
Product implicated is a 3 french catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub only) measures 5.7cm and the distal section measures 62.8cm. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The catheter separated inside the hub. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. The ends appear to mate. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use state "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken.'"